Event description:
In 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative's (csr) documentation. The pt provided the following info as documented by the csr: the alleged product issue started more than one month ago. The pt was taking diabetes medication; however, he was not sure what type of medication he took. He claimed he developed painful legs and blurred vision after the product issue started, but he did not know how long afterward he developed the symptoms. He took tylenol in response to the symptoms. The csr documented that the pt had never changed the meter battery and the meter did not turn on when a new test strip was inserted or when the power button was pressed. The pt did not have a replacement battery. The pt's product was replaced. This complaint is reported because the pt alleges that his one touch ultra meter does not turn on. After the product issue started, he claims that he developed blurred vision, which is suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.